Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronic or motor assembly. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported falling into a lake with his insulin pump. Now none of the buttons are working. Customer's blood glucose is 64 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.